Manufacturer narrative:
The device was used for treatment. One destino twist 13.5 fr sheath was received from the customer without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. The sheath was kinked at two spots at approximately 4 cms and 8 cms away from the distal tip. According to the customer complaint, valve was found to be leaky. The hemostasis valve was observed under 10x magnification. No damages were found. Further, no liquid leakage was found when the sheath was manually leak tested with a syringe. The device was found to be flushing and aspirating freely without any blockage. The device was connected at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds. The sheath passed per the iso standard. Returned device analysis revealed the sheath is within manufacturing specifications. The reason for return cannot be confirmed. No manufacturing defects were found. Inspection procedures require oscor products to pass all in-process and qa final inspection before shipping to the customer. Per procedure destino steerable guiding sheath in-process and final inspection leak test: perform leak test according to procedure. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. This procedure is performed on 100% of the sheaths. The instructions for use (IFU) informs the user: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
There was a complaint of a valve leak in a case that occurred in italy, involving a 56 year old male, weighing 80kg. The product was used during a clinical trial procedure titled "safety and effectiveness of the multi-electrode radiofrequency balloon catheter for the treatment of symptomatic paroxysmal atrial fibrillation (stellar)". No product result issue occurred, the issue was noticed by the operator (investigator) during the procedure and he noted to the representative that the valve was letting air in. The operator was able to complete the procedure using the same oscor sheath. No additional medical intervention or surgical procedure was required. The patient did not face any issue or danger. No adverse event occurred during the procedure. It was reported the sheath will be returned for evaluation; to date the device has not been returned for evaluation.